Event description:
General report received of multiple undocumented incidences of the inability to administer drugs through the clave ports. The customer reported that there have been instances where nurses attempted to administer unspecified medications with luer lock syringes through the clave ports of the IV tubing sets. The customer also was unable to aspirate from the clave ports. This has never happened with the administration of emergent drugs. There have been no reports of adverse pt events or delays in criteria therapy. Though requested, no further info was available.